Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that at a cerclage bracing of the patella (knee) to put in charge the fracture of a 78 year old patient, a drill broke into the patient's patella. The fragments could not be removed. Observed clinical consequences: a piece of wick approximately 1.5 cm is still in the patient's patella, without the possibility of extracting it. Immediate precautionary measures: the part of the remaining wick was retained for expertise in hospital. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No anomalies were detected during device history record review. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Additional product codes for this report include: gff, gfa, and hsz. Device is an instrument and is not implanted or explanted. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.